Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk. The device alarmed during the basic occlusion test due to protruded/loose drive support disk. The unit also was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer called to report the insulin pump alarmed during the manual prime process. Insulin was squirting out of the insulin pump at the same time. Blood glucose reading was 120 mg/dl. Troubleshooting was performed and it was found that the driver support cap was protruded. Advised that the insulin pump will be replaced. Nothing further reported.